Event description:
Surgeon using stapler to transect the stomach. Surgeon went to fire the stapler and the reload fell out from the stapler and the clips fell apart inside the abdominal cavity. The surgeon was able to irrigate the cavity and retrieve all pieces from the patient. Procedure was completed successfully.